Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the probable cause of the reported event was most likely attributed to stress being applied from a hard or sharp object or rapid/excessive inflation, however; a definitive root cause could not be determined. The event can be detected by following the instructions for use (IFU) which state: ·be sure to check the readings on the premeasured syringes to see if its maximum volume matches the maximum diameter of the inflated balloon indicated on the air-feeding port. An improper combination of the premeasured syringe and the balloon catheter may cause excessive inflation of the balloon, resulting in patient injuries such as tissue inflammation. This may also cause damage to the instrument. ·do not inflate the balloon with any syringes other than the premeasured syringes included in the package. Otherwise, the balloon may burst and the pieces could remain in the duct. ·do not inflate the balloon rapidly. Otherwise, the balloon may burst and the pieces could remain in the duct. ·inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct. ·do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. ·be sure to check the size of the treated duct under the x-ray image before inflating the balloon and use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully while observing the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct, resulting in excessive dilation of the bile duct or mucous membrane damage. Or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use 3-lumen extraction balloon v had ruptured. The issue occurred during receipt inspection for a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.